Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After an unrelated device upgrade procedure, episodes of non-sustained oversensing were noted on the device. Technical support was contacted and it was revealed that the cause of the event was due to loss of capture that caused a delay in the qrs formation which then caused the qrs to fall outside the refractory period. However, the loss of capture could not be conclusively determined if it was localized in the right or left ventricular channel. The device was reprogrammed to resolve the event. The patient was stable with no consequences.